Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying a blue screen. They also stated that they are not able to boot up into the application. No harm or injury was reported. They will be swapping the hdd's in order to mitigate this issue.

Event description:
The customer reported that their central nurse's station (cns) is displaying a blue screen. They also stated that they are not able to boot up into the application.